Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? ---the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ---around cystic artery. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? ---the information was not provided from the hospital. Were any unexpected noises heard? ---the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clips were fired at a time and clips became to be deployed with malformed when the device was used for the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient. No clip fell into the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.